Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited unstable impedance with values either too high or too low and unstable sensing of p waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.